Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention using a small hole sheath. Reportedly, the prostyle device was successfully flushed prior to use. After insertion, no blood flow came through the marker lumen. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017: failure to follow steps / instructions. The device was returned for analysis. The reported ¿no blood flow came through the marker lumen¿ was not confirmed. The reported ¿only one suture end harvested¿ was confirmed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was deployed after there was no blood flow from the marker lumen. The electronic perclose prostyle instructions for use (eifu), states: position the device at approximately a 45-degree angle, continue gently to advance the device in the vessel until flow of blood (¿mark¿) is observed from the marker lumen. Note: do not open the foot if ¿mark¿ is not observed from the marker lumen. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention using a small hole sheath. Reportedly, the prostyle device was successfully flushed prior to use. After insertion, no blood flow came through the marker lumen. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: although there was no blood flow from the marker lumen, the device was deployed in the patient with only one suture end harvested. The suture could not be used to achieve hemostasis. No additional information was provided.